Manufacturer narrative:
The customer reported that the central nurse's station (pu-681ra) auto discharged a patient. No consequence or impact to the patient was reported. Log files were received and sent to nihon kohden corporate for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were used in conjunction with the cns and were not the devices that experienced the failure. Concomitant medical devices: rns model: a/rns-6803: sn# 1288, bsm: no model or serial number was provided.

Event description:
The customer reported that the central nurse' station (cns) auto discharged a patient. No consequence or impact to the patient was reported.

Manufacturer narrative:
The patients who were admitted and discharged on cvicu11 were found from the hl7 log of the cns. On (B)(6) 2019, 02:08:52, patient a (ID[?](B)(6) ) was admitted. On (B)(6) 2019, 13:48:05, patient a (ID[?](B)(6) ) was discharged. On (B)(6) 2019, 05:40:51, patient b (ID[?](B)(6) ) was admitted. On (B)(6) 2019, 10:03:29, patient b (ID[?](B)(6) ) was discharged. On (B)(6) 2019, 10:14:41, patient a (ID[?](B)(6) ) was re-admitted. Also, it was reported that the customer usually switches admitting and discharging using the adt function of the hl7 server. However, the admitting and discharging command for the subjected patient ID could not be found from the hl7 communication log. The logs of the bedside monitor could not be obtained, but there was no admitting and discharging log on the cns and there was no admitting and discharging log using the adt function of the hl7 server. So, it is judged that the admitting and discharging likely operated on the bedside monitor. Investigation conclusion: the device operated normally with discharge and admit from the bedside. The following devices were used in conjunction with the cns and were not the devices that experienced the failure. D11 & c2 concomitant medical devices: rns model: a/rns-6803: sn# (B)(6). Bsm: no model or serial number was provided.

Event description:
The customer reported that the central nurse' station (cns) auto discharged a patient. No consequence or impact to the patient was reported.